Event description:
Report received indicated that cypher select + (2.75x28mm) stent delivery system (sds) was unable to cross the lesion and the stent migrated. Two lesions were treated. One (cypher 3.0x23mm) stent was deployed successfully at 14 atmospheres at the proximal left anterior descending artery (lad). Thereafter, attempt to implant a second stent (cypher 2.75x28mm) to the proximal circumflex was made. Predilation was performed to the calcified lesion. The subsequent angiogram revealed 60% residual stenosis with no dissection. Attempts to pass through the proximal circumflex lesion with the sds (2.75x28mm) were made, however, the device failed to cross through the lesion. Right after the sds failed to cross, it was indicated the coronary stent placed at the proximal circumflex "migrated". Therefore, an attempt to catch the stent with balloon was made to pull the stent towards the femoral sheath. However, the stent fell off in front of the sheath and migrated down to the proximal deep femoral artery. Thereafter, the stent was deployed at the migrated site (deep femoral artery). The procedure was continued. The f/u angiogram revealed slow flow to the proximal lad. An ultrasound was done revealing a dissection at the proximal lad. Once more predilation was done with ptca balloon for several times. A coronary stent (endeavor resolution 3.5x24mm) was deployed in the left main/proximal lad and another (endeavor resolution 2.75x24) stent was deployed at proximal circumflex. Adjuvant balloon angiography was done with reverse t stenting method. A f/u angiography revealed no residual stenosis.

Manufacturer narrative:
This product has been returned for eval and testing; however, the failure analysis report is not complete. Add'l info will be sent within 30 days upon receipt.